Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a problem with the screw/plate interface during a surgical procedure on (B)(6) 2015. The surgeon placed a 6-hole plate in the patient, but was unable to lock the screw into place. The specific issue cited was in the most distal, central hole of the second most distal posterior hole. The surgeon tested an 8-hole locking plate on the back table, but the same issue was encountered. The devices were ultimately switched out for a 3.5mm locking compression plate, medial distal tibia plate. The procedure was extended by twenty (20) minutes. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A visual examination was completed: the parts are clean. Both screws show a small deformation of the thread on the screw head. Both screws are in a bad condition, particularly the thread of the head. One screw is also damaged in the shaft. Investigation of the screws is on-going. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: there is extensive damage on the head threads. There is also damage on the shaft threads. The head thread profile, which is the screw feature that locks into plate, could not be checked due to damage. Since the relevant feature could not be evaluated, it is unknown if the cause of the complaint condition is a result of manufacturing process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.